Event description:
It has been reported that the product was placed upside down. The polyurethane was facing towards the skin. When removed, the nurse noticed redness and weeping. Improper placement of the product was not noticed for a few days. Cultures from the site were negative.

Manufacturer narrative:
The involved device is not available for return. An investigation has been initiated based on the reported information.